Manufacturer narrative:
(B)(4). The reported condition that the device failed to seal vessels was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic donor nephrectomy, the device did not seal the tissue the surgeon was working upon. An end tone, indicating a complete seal cycle, was provided by the generator in use. Minimal bleeding was noted by the surgeon and there was no patient injury. The procedure was completed by using cautery and stapling.